Event description:
It was reported that during a cryo ablation procedure, a fast temperature drop occurred. It was noted that the balloon catheter was not too deep in the vein. Additionally, it was stated that the auto connection box was broken. The auto connection box was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 17 applications were performed using catheter identified as afapro28 with lot number 08054. In conclusion, the temperature issue was not confirmed through data analysis and the balloon catheter was not returned for product testing and analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.